Manufacturer narrative:
During the analysis of the lead, it was noted that the lead had been returned for analysis in two fragments. It was also discovered that the insulation was damaged by fraying about 57 cm distal of the connector pin. This damage is with high probability to be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive mechanical load at the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of an excessive load on the lead in the region of the valve level. X-ray images or diagnostic images of any other kind, which could provide info about the positional relationships of the implanted system in the body, were not available for analysis. The cuts in the insulation are probably due to the explantation process. There were no indications of material defects or mfg errors.

Event description:
Ous MDR - inappropriate shock deliveries were reported after an implantation time of about 25 months. The lead was explanted. No worsening of the pt's state of health was reported.